Event description:
It was reported that during a 4.5 mm screw insertion procedure, the surgeon was inserting a 4.5 mm cortex screw and the screw broke, during the insertion. The screw remains in the patient. The surgeon chose to keep the screw head in the patient femur and added another cortex screw in the screw hole below. The surgeon was inserting the most proximal screw and 16 hole 4.5mm variable angle (va) locking compression plate lcp through the percutaneous aiming arm. The surgeon drilled properly through the guide and the surgeon put the 38 mm screw through and completed through insertion. On one of the rotations, the screw broke. The surgeon heard a popping sound. There was a five minute delay in completing the surgery. The surgery was successfully completed. There was no patient injury. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.